Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a medical treatment for her low blood glucose of 28mg/dl. Troubleshooting was performed. The event leading to her admission was seizures. The programming in the insulin pump was reviewed and found that the basal rates were changed and decreased the day of the event. The caller stated that the insulin pump was not exposed to a high magnetic field. Assisted the caller to run the displacement test and passed. Advised the caller to call back if issues persist. No further information was provided.